Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, consistent with a device fracture involving the touchscreen component, and a replacement device was arranged while the user reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that aligned with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.